Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of an unhappy patient that following an intraocular lens (iol) implant procedure, the patient experienced glare, halos and ghosting. The iol exchanged for another lens (non company iol) 10 months following the initial procedure.